Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Backflow condition confirmed. Device was subsequently disassembled for examination. As a result, a glass fragment (approximately 1.1 mm in size) was found under the check-band. No other cause of back-flow was found during the examination. The root cause of the back-flow condition was caused by a glass fragment introduced into the fluid pathway during filling without the use of a filter. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that one (1) (B)(4) sv 2.5 infusor device had experienced a backflow from the location of the fill port during filling. According to the report, the device was being filled with 5-fluorouracil and normal saline. There was no patient involvement. No additional information is available.